Manufacturer narrative:
Replacement kit was sent to the customer.

Event description:
Customer contacted beckman coulter inc., (bci) and reported that they received direct ldl (ldld) cholesterol reagent that leaked out. Customer wore gloves while handling the reagent. No injury was reported on this issue.